Event description:
It was reported that the system displayed and error and was unable to perform fluoroscopy. This may result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.